Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to double counting with aberrant conduction. The physician opted for performing a bicycle test to see if this is reproducible, however, the test has not yet been performed. The patient was seen in-clinic and the vector was changed from primary to secondary as the alternate vector showed oversensing during bicycle test. The patient received shocks again due to oversensing after the programming changes. The s-ICD system remains in service. No additional adverse patient effects were reported.